Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with urinary incontinence since 2004. It was reported there was a return of incontinence since (B)(6) 2015. It was unknown what factors caused or contributed to the issue. No diagnostics or troubleshooting was performed. The device was reprogrammed and the issue resolved on (B)(6) 2015. The event was assessed as related as not serious, not related to the procedure and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.